Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date of the mesh was implanted. Initial reporter name: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system deice was implanted into the patient during an advantage fit sling placement and cystourethroscopy procedure performed on (B)(6) 2020 for the treatment of recurring stress urinary incontinence and intrinsic sphincter deficiency. As reported by the patient's attorney, the patient has experienced an unspecified injury.